Event description:
It was reported that the patient underwent an elbow arthroplasty on and unknown date. Subsequently, the patient underwent an unknown intervention on an unknown date due to implant wear. Attempts have been made to obtain additional information. No additional information has been received.

Manufacturer narrative:
(B)(4). G2: foreign: netherlands. G2: literature: macken, a.a., prkic, a., koenraadt-van oost, I. Et al. Can a single question replace patient-reported outcomes in the follow-up of elbow arthroplasty? A validation study. J orthop traumatol 25, 49 (2024). Https://doi.org/10.1186/s10195-024-00790-2. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.